Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient went to the emergency room on (B)(6) 2024 and was admitted to the hospital the following day. Patient's blood glucose levels peaked at 726 mg/dl, and they were diagnosed with diabetic ketoacidosis. Patient was even admitted to the intensive care unit (ICU). Issues arose with two infusion sets, which had been in use for four days during the first incident and one day during the second incident. No further information available.